Manufacturer narrative:
The production history records lot number were reviewed and no anomalies were identified. The lot met all test release criteria. There was nothing found to indicate a manufacturing related cause for this event. This is the first reported complaint for this lot number to date. Investigation summary: the result of the investigation is inconclusive. The sample was not returned for evaluation. The event description did describe that device originally did load through a 6fr introducer sheath. Based upon the available information a definitive root cause cannot be determined. It is unknown whether handling or procedural techniques may have contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: a device description: implant: the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. Expiry date: 05/2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successfully preparing the device with air evacuation, during an attempt to treat a stenosis in the left iliac through a right groin approach, the balloon expandable vascular covered stent delivery system was able to load through a 6fr introducer sheath, however, the delivery system allegedly failed to load through a 6x55 raabe introducer sheath as it was passing through the valve. Therefore, the delivery system and stent graft were removed from the introducer sheath will a little alleged forceful tug; no damage was noticed to the device after removal from the introducer sheath. Reportedly, the delivery system was then exchanged for another manufacturer's device to complete the procedure. There was no reported patient injury.